Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 18:53:32. During night drain cycle eight, the patient's ultrafiltration reading was 726ml, indicating the patient drained 726ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.